Manufacturer narrative:
The insulin pump was received with blank display. After pressing buttons, the pump showed ghosting display followed by blank display due to shorted lcd driver board. The pump was received with corroded motor home switch, minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level is unknown. The customer stated that her belt clip broke and had to put the pump in her bra. The customer stated that the pump had humidity under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.